Event description:
Reportable based on analysis completed on (B)(4) 2012 it was reported that during an embolization treatment procedure, one coil became stuck in the catheter and another would not deploy. The target location was located was unknown. A 10 cm renegade catheter was placed into the patient. The coil was advanced and got stuck in the hub of the catheter. Another coil was advanced, but was not deployed. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the interlocking arm had been pulled off.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a delivery wire, introducer sheath and .035 interlock 2d coil were returned. Examination of the device revealed that the introducer sheath was inspected and no anomaly was noted. The twist lock had been fully opened. The coil was inspected and the proximal end was severely stretched. Dried blood was present on the fiber bundles. The main coil interlocking arm had been pulled off the coil and there was evidence of welds. The delivery wire was inspected and several severe kinks were noted along the length of the delivery wire. Microscopic inspection revealed that the coil zap tip shape and surface was smooth. The interlocking arm of the delivery wire was inspected and no anomaly was noted. The delivery wire zap tip shape and surface was smooth. As the delivery wire was severely kinked the "wire length" dimension could not be measured. The delivery wire dimensions that could be measured were found to be in specification. As the coil was severely damaged from the mid to proximal end not all dimensions could be measured. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as continuous flush was not maintained and an incompatible catheter was used per the dfu. (B)(4).